Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: h6 medical device ¿ problem code. A getinge field service engineer (fse) reported that they found the helium tubing at the lower fitting was not able to provide gas flow to the cart. The fse replaced the helium gauge tubing due to the leak. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 medical device ¿ problem code, investigation findings.

Event description:
It was reported that during customer's annual pm, getinge field service engineer found that the cardiosave intra aortic balloon pump (iabp)'s internal helium tank was taking too long to fill. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.